Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 18 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with carb intake and glucose tablets. The customer did not report having issues with the insulin pump leading to the low blood glucose. Prior to the low blood glucose event the customer was sleeping. It was also stated that the auto mode feature was in use when low blood glucose incident occurred. Troubleshooting was provided for possible over delivery. No issue was found, the customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).